Event description:
Complaint was received from outside the USA. The customer reported an aliquot tube with two different barcode labels.

Manufacturer narrative:
No information has been received to suggest any ill effects associated with this event. Double labeling occurred on an aliquot tube because the operator did not follow instructions to check the label roll in the printer and remove the first label when an on-screen error message appeared. Both labels were affixed to the same aliquot tube. The printer was investigated by the manufacturer and no obvious error could be detected. If the investigation reveals significant new information, a follow-up will be submitted. Labeling in the (B)(4) user guide states action to be followed in the event a printer error message occurs and is considered adequate. Beckman coulter, inc. Is not aware of any incidence of this type reported in the (B)(6).